Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump received a button error alarm and is unable to clear it. Customer stated she does not recall any events leading to the alarm. Blood glucose level is 134 mg/dl; treated with insulin injection. Nothing further reported.